Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chronic") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received :patient demography and lab data was added. Previously added ¿injury¿ was replaced with ¿ migration". New events "pelvic pain, abdominal pain" was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.